Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was not always responding to user presses. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. Evaluation revealed that there was evidence of keypad contamination found under the key contacts and the ok key was found to be misaligned.